Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak-co2 rebreathing risk alarm error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that a low leak-co2 rebreathing risk alarm error message was displayed. An authorized service provider was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue. The asp cross checked the gas delivery system (gds) and found that the flow sensor assembly needed to be replaced. The asp therefore replaced the flow sensor assembly and verified that the device was working properly. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.